Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, arthroscopic energy 90° probe with suction, 13 cm, was being used during a shoulder scope procedure on (B)(6)2025 when it was reported, ¿a piece of the metal tip broke off in the joint.¿ the procedure was completed using an unknown device causing a +30-minute delay. The patient was reported as having prolonged hospitalization, but it is unknown if the patient was admitted to the hospital or if the extended delay was considered prolonged hospitalization. Further assessment was requested for information on the retrieval of any fragmentation that made contact with the patient; however, no response has been received to date. This report is being raised due to the reported injury of a possible fragmentation left in the patient.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, arthroscopic energy 90° probe with suction, 13 cm, was being used during a shoulder scope procedure on (B)(6) 2025 when it was reported, ¿a piece of the metal tip broke off in the joint.¿ the procedure was completed using an unknown device causing a +30-minute delay. The patient was reported as having prolonged hospitalization, but it is unknown if the patient was admitted to the hospital or if the extended delay was considered prolonged hospitalization. Further assessment was requested for information on the retrieval of any fragmentation that made contact with the patient; however, no response has been received to date. This report is being raised due to the reported injury of a possible fragmentation left in the patient.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn, found electrode detached from the tip. Detached electrode was not returned for the evaluation. The examination was performed by edge probes, standard work line #1, (B)(6). Root cause cannot be determined, however, based upon photos, risk documentation, and engineering input; a possible cause of this event could be a result of the user utilizing the probe to pry and manipulate tissue exposing the distal tip to undue force and stress. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor per regulatory requirements to help ensure patient safety.